Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the home choice device during drain two of three of peritoneal dialysis therapy. The patient was connected. Troubleshooting determined the patient improperly disconnected during therapy and then reconnected. The technical service representative assisted the patient in clearing the alarm, assisted the patient in ending therapy and reviewed proper procedures with the patient. It is unknown how the patient would complete therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient had improperly disconnected from the patient line of the cassette during therapy and then reconnected. This is a known cause of the alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.